Manufacturer narrative:
(B)(4):a visual inspection of the cartridge was performed. No damage or defects were noted. A leak test, fill test, and force test was performed with no failures observed. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
On (B)(6) 2012, the patient claimed he was hospitalized for dka and had symptoms of nausea and vomiting while there was a luer lock leakage issue. During animas' investigation into what could have contributed to the alleged hyperglycemia, the patient indicated he could not see the insulin at the end of the tubing when he primed the pump. In addition, he could see insulin leakage from the cartridge cap. The patient was advised to not resume pump therapy until the doctor gives the ok. There was no evidence of a pump defect. The patient confirmed there was no leakage issue when she replaced the cartridge. This complaint is being reported due to the cartridge leakage issue and because the patient was hospitalized for dka while on insulin pump therapy.

Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.